Event description:
It was reported that the hospital had a patient using an anchorfast guard oral endotracheal tube holder. It was noted that the et tube migrated slightly although no extubation or need for reintubation. The hospital felt that the slight migration might be due to not enough tackiness on the et tube strap. They continued to use the device but reinforced the et tube strap with tape which is their normal practice as a precautionary measure.

Manufacturer narrative:
There have been no changes to the strap or the adhesive on the anchorfast guard device. In a complaint trend analysis over a period range of (B)(4) 2011 to (B)(4) 2014 there were no adverse trends noted.